Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('claiming pain- pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse},"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery ((hysterectomy,salpingectomy and ooph)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain- pelvic/ abdominal pain ,back pain ,dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, migraine, fatigue, hair loss. Date(s) of removal of essure is scheduled but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('claiming pain- pelvic') in an adult female patient who had essure (batch no. B71764, gs000lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse},"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery ((hysterectomy,salpingectomy and ooph)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, psychological trauma, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain- pelvic/ abdominal pain ,back pain ,dyspareunia (painful sexual intercourse},dysmenorrhea (cramping) ,menorrhagia (heavy menstrual bleeding), psych injury, migraine, fatigue,hair loss. Date(s) of removal of essure is scheduled but not specified. Coils on right:4, coils on left :4 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result unknown. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporters information were added. Lot no. Were added.medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('claiming pain- pelvic') in an adult female patient who had essure (batch no. Gs000lu-not valid,b71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse},"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery ((hysterectomy,salpingectomy and ooph)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, psychological trauma, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain- pelvic/ abdominal pain ,back pain ,dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping) ,menorrhagia (heavy menstrual bleeding), psych injury, migraine, fatigue, hair loss. Date(s) of removal of essure is scheduled but not specified. Coils on right:4, coils on left :4. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result unknown. Lot#gs000lu reported is not valid. Lot number: b71764, manufacture date: 2013-09, expiration date: 2016-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: update of information (batch is not valid). On 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('claiming pain- pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse},"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery ((hysterectomy,salpingectomy and ooph)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain- pelvic/abdominal pain ,back pain ,dyspareunia (painful sexual intercourse},dysmenorrhea (cramping) ,menorrhagia (heavy menstrual bleeding), psych injury, migraine, fatigue,hair loss. Date(s) of removal of essure is scheduled but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: pif received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.